Event description:
The patient contacted animas alleging that the pump was intermittently not responding to pressing of the keypad buttons. The reporter denied any exposure of the device to water. She also denied that the keypad was peeling but mentioned that the buttons were worn. The patient has gone to a backup bolus plan.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.